Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: the investigation is based only on the event description as no device or images were provided. Without the device and/or images we are unable to give an exact root cause to this event and no conclusion can be drawn. However, it is plausible, that the incident could be related to patient condition or misplacement of the stent graft which can lead to a type 1 endoleak. Nothing indicates that the endoleak is related to a device failure and no evidence exists to confirm the product was not manufactured to current specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: stent graft placement in the descending aorta was conducted, approached from the left cia. The patient was suitable for endovascular repair. After wire guide was inserted, zteg-2p-28-120-pf was placed. Since slight proximal type I endoleak was confirmed, ballooning was performed but endleak was not resolved much ((B)(4)). Then, the physician attempted to place tbe-28-80-pf additionally. However, the delivery system would not advance smoothly over another manufacturer's wire guide ((B)(4)). Since it had already taken much time to advance the wire guide due to bad condition of the iliac artery and since it would possibly take time to check the wire guide, the physician decided not to conduct any additional treatment. Instead, ballooning was performed again, and because endoleak was almost resolved, the procedure was completed. Patient outcome: there have been no adverse effects to the patient.